Event description:
On (B)(6)2001, an action device was implanted. On (B)(6)2001, the cuff and balloon were revised. On (B)(6)2009, the cuff and pump were removed and replaced due to recurring incontinence caused by device fluid loss.